Manufacturer narrative:
Device breakage is not labeled in the IFU. Event evaluation: still under investigation.

Event description:
The patient was on the ward when it was noted that the catheter had broken in half. The respiratory physician advised it is not a clean edge which may mean it was clamped. Updated information received (B)(6) 2011: approximately 1.5 days after insertion, patient was immobile on the ward and in early hours of morning nursing staff were contacted by another patient that there was a lot of ooze around the patient's bed. Staff then noticed catheter had broken off in half. Catheter still remaining in chest was clamped, x-ray was performed to see if patient warranted another drain; however, there was no further drainage required so catheter was removed and patient discharged a day later. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.